Event description:
It was reported via repair work order that upon unloading the cot, the emt lowered the base but did not realize that the cot was not touching the ground. The emt let go of the cot to release the cot from the safety hook, resulting in the cot falling down. The emt reportedly strained his back when trying to catch the cot. A second emt was at the event, but was not at the head end of the cot while unloading. No medical intervention was required, but the emt did take the rest of the day off. No patient was affected and no adverse consequence or clinic ally relevant delay in treatment was reported. Device was confirmed to meet specifications and was returned to service.